Event description:
It was reported that during a kidney biopsy procedure, the needle point was allegedly blunt and would not puncture the skin. The physician did not use a scalpel to nick the skin prior to needle insertion. The physician tried one time to obtain tissue samples before using another needle. Reportedly the physician changed to another biopsy needle from a different lot, which concluded successfully. The devices were not visually checked for anomalies before use on the pt. No pt injury reported.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The complaint sample was returned for evaluation. The device was visually inspected and no apparent anomalies were noted. The stylet moved freely within the cannula. The needle was placed in a magnum driver and there was a gap at the sample notch of the needle. It was also noted that it was possible to move the stylet back and forth within the hub. Several measurements were taken and it was determined that the vl dimension exceeded the upper limit, which would account for a gap observed at the sample notch. The cutting edges of the needle were examined under a microscope and they appeared sharp and fully machined. The reported dull needle could not be confirmed as there was no damage or other anomalies found at the tip of the device. However, the product evaluation confirmed a loose stylet, which was an incidental finding. The root cause for this event (loose stylet) has been identified. Corrective and preventative actions have been and will be implemented. The current instructions for use (IFU) states: before using, inspect the needle for a damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. Recommendation: for ease of insertion, puncture the skin with a scalpel at the entry site.